Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00899, 3005168196-2017-00901. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils into the target vessel using a non-penumbra microcatheter. While attempting to advance a new ruby coil, the physician was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the introducer sheath containing the ruby coil was removed. Next, the physician successfully deployed and detached three new ruby coils into the target vessel using the same microcatheter. Upon attempting to advance another ruby coil, the physician encountered resistance after advancing the coil about one third of the way into the microcatheter. Subsequently, the coil became stuck and was removed. The nurse then discarded the coil. While attempting to advance a new ruby coil, the physician encountered the same issue as the previous coil. However, this coil was not discarded and was kept on the trolley. Then physician then decided to change out the microcatheter for a lantern delivery microcatheter (lantern). While attempting to advance the same ruby coil through the lantern, the physician encountered resistance and decided to remove the coil. The procedure was then successfully completed using two new ruby coils and the same lantern. There was no report of an adverse effect to the patient.